Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete product, patient, and event information. Further information was requested but not received.

Event description:
It was reported the patient's scs system was explanted for an unknown reason on an unknown date. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.